Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200, sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.